Event description:
It was reported that the videoscope has an insertion section/tube that was stiff. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.